Manufacturer narrative:
(B)(4). Against resistance. The device was not returned for evaluation. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported proximal shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal left anterior descending coronary artery. Resistance was felt and additional pressure was applied during advancing a 2.75 x 12mm nc trek rx balloon dilatation catheter, which broke at the proximal shaft outside of the anatomy. The separated segment was simply withdrawn. The device was retrieved and another nc trek was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.